Event description:
It was reported by the customer that a zebra printer (label) was not working and also effecting patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. ¿ case: (B)(6) ¿ zebra printer. ¿ case: (B)(6) ¿ fst med es - zebra printer is not printing. ¿ case: (B)(6) ¿ zebra label printer not printing in app. ¿ case: (B)(6) ¿ cc pyxis es station 8-7e labels stop printing. ¿ case: (B)(6) ¿ zebra printer. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer (label) is not working. A field service engineer verified print settings, cleared the queue, removed the duplicate printer, changed universal serial bus power management, and printed a test page from windows to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.